Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 511 mg/dl at the time of incident. The customer treated for high blood glucose with injection and did manual shot. The customer was reported that the insulin pump had crack at side of the clip because it hit to hard surface. Customer was refused to troubleshoot for high blood glucose level. Insulin pump was on auto mode during the event. The insulin pump will not be returned for analysis.